Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found with a loose lead screw. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This device was returned unrepaired and there were no upgrades/repairs performed. We are unable to verify functionality of the device due to estimate refusal by customer. If any additional information is received, a follow-up MDR will be sent.